Manufacturer narrative:
(B)(4). The return of the flites involved is planned to perform evaluation. Additional information will be provided upon conclusions of the manufacturer's investigation.

Event description:
On (B)(6) 2018 arjo has become aware of the event involving maxi move passive floor lift and disposable clip sling (flites), which occurred in (B)(6) hospital located in (B)(6). It was reported that during patient ((B)(6) kg) lifting from the floor, the sling have torn along stitching of the shoulder strap. The patient involved had not left the floor, was lowered after noticing the sling rip. There was no detachment of the strap from the body section of the flites. There was no injury sustained. The sling was replaced with a new one and transfer was completed. Arjo representative was informed that patient passed away, but it was determined that the patient's death was not related to the event.

Manufacturer narrative:
Following are results of the investigation performed. On 9th july 2018 arjo became aware of the incident concerning a maxi move passive floor lift and disposable clip sling (flites). The patient was being lifted from the floor to a chair using the maxi move and flite sling, when the patient's weight was taken, the flite sling tore around one of the shoulder' straps. The patient was immediately lowered back to the floor and the flites replaced with a new one. No injuries were sustained by either patient or carers. The maxi move lift was visually inspected and was found in a good overall condition and function tested as specified. The flites was ripped along the strap seam. Strap stitching remained intact, only fabric became torn. The involved flites (model: mfa1000) was return to the manufacturer for further inspection where it was subjected to various load test conditions. Loading test did not identify any product deficiency. In addition, product design verification was performed in order to replicate or confirm the condition reported. During the design verification 18 samples were used. Device history record (DHR) for flites with the model number: dlc1301385 was reviewed and no anomaly was found. The tests and verification of the manufacturing process confirmed that it did not contribute to the cause of reported ripped fabric. In the complaint at hand, it was stated that the flites was used for the first time, yet manufacturing date was determined to december 2017. It remained unknown when the flites was delivered to the customer and how often it was used. It is unknown if information about flites being used for the first time referred actually to the involved flites or to some other flites. Passive clip slings instruction for use #04.sc.00-int1_2 dated october 2014 states: "to avoid injury, never wash a flites. A flites is only intended for "single resident use". "The operational life of the sling is dependent on the actual use conditions. Therefore, before use, always make sure that the sling does not show signs of fraying, tearing or other damage ". "Flites are intended for a limited period only. By nature of its design, flites must be treated as a disposable and resident specific product". Service life of flites is 2 weeks, based on 4 transfer per day. Following the investigation and simulations performed in the past, it is believed that there are three possible reasons that the reported incident may have occurred, they are: a possible obstruction that had "held' the flite sling during use, the flite sling not being attached properly causing the patient's weight to be unevenly distributed to the affected area of the flite sling (more load is put on one side of the flites), the flite sling being used past its two week service life. From the above, it is believed that the flites fabric can rip during off-label use. In case of torn fabric in flites, the fabric rip is highly noticeable and the lifting cycle can be interrupted to lower the person in the sling safety, as there is ample time to do so. After the patient is brought to the safety, the sling can be replaced with a new one and the old one can be discarded. The reviewed complaints showed that there has been no report of a ripped flite product that has ever led or was likely to lead to an adverse outcome. Based on the above observations it has been determined that the product does not constitute any risk to the patient. In summary, product failed to meet its performance specification as the fabric became torn, it was used during patient handling and in that way was involved in the event. The investigation did not show manufacturing defect. Performed tests and previous complaints review showed that the flites can be damaged in case off-label use, and the simulation performed showed that the product, even if misused, does not constitute any risk to the patient. Based on that, complaints with ripped fabric, where a rip is noticed in the very first moment of transfer is not related to product defect and will be no longer consider reportable to competent authorities.

Manufacturer narrative:
The flites was returned to the manufacturer. Investigation in the manufacturing site is in progress. Additional information will be provided upon conclusions of the manufacturer's investigation.